Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the results of the investigation, the most probable cause of the noisy image was a malfunction of the printed circuit (cp) board. The conclusion was that the issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited noisy image. There was no patient involvement.